Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that the stent was damaged. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that the stent was damaged. The device never entered the patient's body. No patient complications were reported.